Event description:
An occlusion alarm occurred, resulting in the customer's blood glucose level being displayed as "high," specific value was not provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy.

Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11.